Event description:
The customer reported that 2 of the screws attributed to this report broke during reconstruction surgery of anterior cruciate ligament with patellar tendon. One add'l screw also broke during the same procedure, already reported via MDR 9617083-2012-00023. MFR was informed regarding the 2 add'l screws in association with the original report received on (B)(6) 2012, although the devices had been received on (B)(6) 2012 without clarification on that date. The surgeon completed the procedure successfully using another item available in the theatre.

Manufacturer narrative:
Suspected root cause: from visual examination, the tip of both screws had failed to engage and advance into the bone tunnel, which results from attempted insertion of the screw into a tunnel too small/tight for the diameter of screw. Also a particularly hard/dense bone could be a contributory factor.